Event description:
On or about (B)(6) 2000, the patient was surgically implanted with a greenfield stainless steel vena cava filter after diagnosis and treatment of a deep vein thrombosis. On or about (B)(6) 2019, the patient underwent a computerized scan (CT scan) of their abdomen and pelvis. The CT scan revealed that the greenfield filter was tilted and abutted the inferior vena cava (ivc) wall, the filter struts perforated the ivc wall, there was a 4mm mesenteric perforation, and there was a 5mm vertebral body perforation.